Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution is dried on the lens. The lens has been cut in half, typical of insertion and removal from the eye. A scrape mark is observed on the optic portion on the posterior side of the lens. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and a handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The reported optic damage was observed. The root cause for the complaint of "explanted, scuff mark in visual axis" may be related to a failure to follow the directions for use (dfu). The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, scratch/scuff mark was found on the iol. The scratch/scuff mark was in the visual axis. The iol was exchanged for the same model and diopter iol in a secondary procedure. Additional information was requested and received.

Manufacturer narrative:
Product evaluation: the lens was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge/handpiece combination used. The root cause for the complaint of "explanted, scuff mark in visual axis" may be related to a failure to follow the directions for use (dfu). The manufacturer internal reference number is: (B)(4).